Event description:
Surgeon stated the tip had peeled off the laser fiber (it was not in the patient). The key on the laser was inadvertently hit while opening the 2nd fiber and turned to the off position. The machine rebooted 12/14 self tests then displayed problem 122. The machine was turned off and rebooted successfully. Clinical engineering was called and the procedure was completed with the second fiber without incident.